Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) number is k101880.

Event description:
It was reported that the implant at tooth site #18 lost integration due to allergic reaction. The implant came out during impression at general dentist. Patient may have had a foreign body reaction. Symptoms as a result of the event: inflammation. The site was grafted prior to original implant placement.

Manufacturer narrative:
This report is being submitted to report corrected information. Customer confirmed that no allergy testing was done to confirm allergic reaction.the implant failed to integrate. Therefore, this event does not qualify as a reportable event. The following sections are being reported: b5 describe event or problem. H2: if follow-up, what type. H10: additional narratives/data. There will be no further medwatch report submitted for this event.

Event description:
Additional information from the customer confirms that this event does no longer qualify as a reportable event. Customer reports that no allergy testing was performed and that this is a non integration event.